Event description:
It was reported that the insulin pump had a protruded drive support cap, alarmed an error, and had insulin "squirting" out the tubing during the manual prime process. The blood glucose reading was 450 mg/dl, which was treated with manual injections. The customer also stated that the insulin pump alarmed motor error alarms during basal deliveries previously as well. He noted that he experienced high and low blood glucose levels before but declined troubleshooting. He was advised that during the seating, the force sensor may not have detected the reservoir. He declined troubleshooting for any of the issues and reported that the issues he experienced were very sudden without any events leading up to them. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm during prime test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump was unable to perform occlusion test due to motor error alarm. The insulin pump had cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.